Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a port implantation, the sheath fractured. Problem was discovered prior to use. Device was not used on the patient and there was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device along with a photograph opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The photograph of the device was showed the package open. The tubing was observed intact. The introducer sheath was deformed, and the sheath was split long its length. Visual inspection of the returned device noted the sheath was damaged at the distal end along the edge. Replication of this condition may occur when the instrument is handled roughly during insertion and if the device is manipulated roughly using another instrument. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.